Event description:
Pharmacist contacted lfs alleging inaccurate high readings on the patient's verio pro meter. A medical surveillance specialist (mss) sent follow up questions; however, the pharmacist was unable to answer the questions. The following is classified based on the initial call. The patient had developed symptoms of hypoglycemia before testing her blood glucose. She tested her blood glucose and obtained a 92 mg/dl. She the tested on a ultra meter and obtained a reading again with a meter which used ultra test strips and got a reading of 37 mg/dl. The pharmacist did not know any further information about the incident. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The products were replaced and requested back for investigation. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, exact symptoms, time difference between the readings, whether or not the patient self-treated and how long symptoms lasted. Although the patient had developed symptoms prior to the event, the complaint is being reported since the patient claims that due to the alleged inaccurate readings, she had developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Products were replaced and requested back for investigation. Test strips were returned on (B)(4) 2013 and test strips passed testing. The meter was returned on (B)(4) 2013 and has not yet been tested. Once testing is complete a supplemental will be submitted.

Manufacturer narrative:
Follow-up (3/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.